Manufacturer narrative:
Product evaluation: the product was returned for analysis. And the reported damage was observed. Additional observations were as follows: iol returned posterior surface up instead of anterior surface up in the iol case. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is nicked/chipped and scratched/marked-rejectable. We are unable to determine, the root cause for the reported complaint "defected lens". The returned iol shows evidence of possible handling by the customer, due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected, as per approved manufacturing procedures. And the observed, lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify, if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a "defected lens." The reporting facility declined to provide further information.